Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux validation codes was not working. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that validation codes were not working. A technical support specialist (tss) assisted the customer with the validation codes and ensured where the customer override the given codes. The system functioned as intended after the technical support specialist investigated the device.